Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problems (add gel messages and unable to download) have been confirmed. Upon eval, the end cap separated from the case, disconnecting all cables from the auxilliary board. The cause for the add gel messages and inability to download was disconnected cables from the auxiliary board. The root cause for the disconnected cables cannot be positively determined but was likely the result of excessive force when the pt "hit her monitor off of a dresser hard enough to break off the top". Once the cables were reattached, the monitor was fully functional. No adverse event resulted from the disconnected cables. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report her device is telling her to add gel and she does not note any gel on her. The pt attempted to send a download to zoll customer support for review but was unable to do so. The pt admitted to damaging her equipment by hitting it off of her dresser with excessive force. The pt was issued a replacement monitor.